Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that the insulin pump notification light stopped flashing immediately. No harm requiring medical intervention was reported. Troubleshooting was programmed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11 c. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged pump error found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, sleep current test, and self test. Test p-cap locked properly into reservoir compartment during testing. No pump error was noted during testing. Successfully downloaded history files and traces using thus software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed a pump error 25 in the pump history files and traces on the event date of (B)(6) 2022 at 09:15:00.000 or 9:15 am. Pump alarmed a pump error 75 in the pump history files and traces on the event date of (B)(6) 2022 at 09:33:22.000 or 9:33 am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and still did not meet specifications. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Insulin pump error was confirmed in the pump history files and traces due to the j6 connector resistance. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.